Event description:
Journal titled "primary breast lymphoma in a pt with silicone breast implants: a case report and review of the literature," states "[pt] presented to out plastic surgery clinic with right-sided breast swelling" post augmentation with "mcghan 550 cc silicone gel implants." Report additionally states, "the right breast periprosthetic fluid collection was aspirated revealing 22cc of straw-coloured fluid" and "additionally, a palpable mass was appreciated on exam by this time and stereotactic core needle biopsy of the mass was performed revealing anaplastic large cell lymphoma." Device was removed and "pathology of the right breast capsule revealed malignant anaplastic large cell lymphoma cells." Pt underwent chemotherapy.

Manufacturer narrative:
The event of anaplastic large cell lymphoma was initially reported via (B)(4) on (B)(4) 2010, with the adverse event term code of cancer. An update to our safety database, for this reported event, notes that the term code has been changed from cancer to lymphoma-alcl due to increased specificity. Pt identifier (B)(6) relates to pt's record previously existing in (B)(4) database. Current database pt identifier (B)(6). Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery included: implant rupture, capsular contracture, reoperation, implant removal, pain, changes to nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also ben reported in some women with implants. Use care in subsequent procedures such as open capsulotomy, breast pocket revision, hematoma/seroma aspiration, and biopsy/lumpectomy to avoid damage to the implant. Pt should perform breast self-examinations monthly and be shown how to distinguish the implant from their breast tissue. The pt should not manipulate or squeeze the excessively. The pt should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the pt has any of these signs, she should be told to report them, and possibly have an MRI eval to screen for rupture. The natrelle core study will continue to evaluate the long-term (10 years) safety and effectiveness of these prod. In addition, allergan has initiated a separate large 10-year postapproval study (breast implant f/u studies, or bifs) to address specific issues which allergan's core study was not designed to fully answer, as well as to provide a real-world assessment of some endpoints. The endpoints in the bifs large postapproval study include long-term local complications, connective tissue disease (ctd), ctd signs and symptoms, neurological disease, neurological signs and symptoms, offspring issues, reproductive issues, cancer suicide, mammography issues, and MRI compliance and results. Allergan will update their labeling on a regular basis with the results of these two studies. There was 1 primary augmentation pt with a new diagnosis of breast cancer through 7 years in the core study. There was a 13% benign breast disease rate and 1% malignant breast disease rate. For revision-augmentation pts, there was 1 pt with a new diagnosis of breast cancer. Ther was a 15% benign breast disease rate and a 1% malignant breast disease rate through 7 years. In primary augmentation pts there was 1 report of thyroid cancer and 1 report of brain cancer. There were no reports of other cancers, such as respiratory or cervical/vulvar, in revision-augmentation pts. There were 8 primary reconstruction pts (8%) with new reports of breast cancer through 7 years in the core study. There was a 17% benign breast disease rate and a 10% malignant breast disease rate through 7 years. For revision reconstruction pts, there were no reports of new diagnoses or reoccurrence of breast cancer. There was a 7% benign breast disease rate through 7 years. There were no reports of other cancers, such as brain, respiratory, or cervical/vulvar in primary reconstruction or revision-reconstruction pts.